Event description:
It was reported that pt was shocked by a motor capacitor 3 days ago and had felt weak and dizzy since. Pt stated he had a change in medication 10-12 days ago. Pt was worried the electricity might have stopped his pump. Pt was redirected to hcp. Additional info will be provided when available.

Manufacturer narrative:
(B)(4).